Event description:
It was reported the right ventricular (rv) lead impedance on the low voltage portion of the lead had started to climb a month ago and now fluctuates between 400-800 ohms. The rv lead remains in use. No patient complications have been reported as a result of this event. Additional information has been requested but not yet received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID d314drg implantable cardioverter defibrillator implanted: (B)(6) 2011; product ID 5076-52 implantable pacing lead implanted: (B)(6) 2004.

Manufacturer narrative:
Product event summary: analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited oversensing and oversensing noise during isometric tests. The lead also continues to show varying/rising impedance levels. Reprogramming was completed and the lead currently remains in use. No patient complications have been reported as a result of this event.